Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported that last night his blood glucose went low to 20 mg/dl. He stopped the device from delivering insulin. In the morning, customer was eating breakfast and needed assistance entering his carbohydrates for a bolus. The insulin pump had the carbohydrate units set to exchanges. Customer was walked through the bolus wizard feature. He declined troubleshooting for low blood glucose. He was not sure why he was low. Customer has a doctor appointment next week and he will discuss the issue with him. Customer's current blood glucose is 105 mg/dl. Nothing further reported.